Manufacturer narrative:
Expiration, unk as lot is unk. (B)(4). Event eval: still under investigation.

Event description:
As per rec'd maude report (B)(4) - on (B)(6) 2014, a pt was undergoing a cardiac cath procedure and during access to right femoral artery (rfa), the wire broke off inside the artery. The wire was successfully retrieved with a snare. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.